Event description:
Boston scientific received information that the patient with this pacemaker experienced a loss of consciousness due to loss of capture and was hospitalized. The device was interrogated and revealed that it had reached elective replacement time (ert). In addition, there was no pacing being delivered; only the patient¿s intrinsic rate at 40 bpm was observed. The daily measurements for pacing impedance measurements were n/r. It appeared that the device was not actively operating. There was a concern that the device battery had fully depleted. A revision procedure was performed and the device was explanted. No additional adverse patient effects were reported. The device will be returned for immediate laboratory analysis. Data was submitted to boston scientific technical services (ts) and a ts consultant discussed that at the last follow up in (B)(6) 2013, the device had a remaining longevity of less than two years. This is shorter than expected for this device that had been implanted for 1.5 years when the follow up occurred. It was also discussed that the programmed outputs were not high enough to have resulted in this higher current drain.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Initial analysis found that all seal plugs were intact and the setscrews moved freely and without issue. Inspection of the lead ports noted lead seal ring witness marks indicating that the leads had been fully inserted while implanted. Telemetry was unable to be established with the device. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. A high current condition was identified. Detailed analysis of the device hybrid was undertaken. During probing of the hybrid, the high current condition disappeared. The hybrid was unfolded and microscopic analysis did not identify any conditions that would have caused or contributed to the identified high current drain. The hybrid was tested in many different conditions, at many different temperatures and the high current drain could not be reproduced. Analysis confirmed the inability to interrogate this device and identified a high current drain; however, the root cause could not be identified.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
---